Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing undersensing. It was reported that patient got shocked. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).